Event description:
A report received form the study indicated that a patient experienced a thrombotic event, and a target vessel related myocardial infarction (mi) after having a coronary artery stent implanted.

Manufacturer narrative:
New information indicates that there was no thrombus in the cfx only the lad. The patient's history is significant for obesity, family history of cad, tobacco abuse and prior mi. The indication for the procedure was a q-wave mi. The target vessel was the mid left anterior descending artery (lad). The lesion was described as de novo, 56% stenosed with thrombus present. The safety and effectiveness of the cypher select plus stent has not been established in patients with unresolved thrombus at the lesion site. The lesion was direct stented a 2.5 mm x 23 mm cypher select plus stent at 18 atms. The stent was satisfactorily implanted and did not require post-dilation. Three days later, the patient had a non q-wave anterior mi. Angiography confirmed thrombosis and 80% distal peri-stent stenosis with thrombosis in the lad. The lad was treated with aspiration and poba. The report indicated that the event was prompted by the resistance to thienopyridine an anti-platelet agent. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event associated with implanting coronary artery stents. The patient's medical history puts them at increased risk for a mace. Review of the available information suggests that patient and/or procedural and/or pharmacological factors may have contributed to the event.